Manufacturer narrative:
At this time no conclusions can be made regarding the ventralex st mesh. The patient's attorney alleges surgical intervention. However, no details have been provided. No lot number has been provided. Therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges subsequent surgical intervention due to hernia mesh device and emotional distress sustained by the patient.